Event description:
As reported by the user facility: catalog number - unknown. Introcan catheter; lot number unknown, 1 item, occurred (B)(6) 2011. Reports needle stick injury. Clip did not deploy, no other info available, but customer does have sample.

Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). All available info was forwarded to the actual manufacturer for further evaluation. A review of the batch manufacturing record was not conducted as the batch number is unknown. One used needle contaminated with blood in a small plastic container without packaging was received for evaluation. The catheter was not returned with the needle. The returned sample was visually examined and it was noted the needle was bent close to the end of the cannula hub. The safety clip was located in the middle of the cannula. The safety was not damaged and the needle did not exhibit any dents or nodes. The cannula diameter was checked and found it to be (0.70 mm) and therefore the sample is an introcan safety g20 product. It was not possible to place a new catheter over the needle to test for the function of the clip as the needle was bent and not in its original state. However, the function of the safety clip was tested manually by pulling the safety clip and found that the clip was able to be engaged onto the tip of the needle. The crimp length and width was measured and found it to be within specification. As the sample is a used, contaminated sample, the same kind of representative defect sample was created and simulated at the assembly station on the ecm machine. The result showed that when the needle is bent, the catheter hub is unable to be assembled and the safety clip would be damaged. Since the actual catheter was not returned and the lot number is not known, a thorough investigation could not be done. Based on the investigation results, no specific conclusions can be drawn. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container.